Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-29-faulty lcd connection. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for lcd and meter to meter comparison accompanied by symptoms. The expected fasting blood glucose test result range is unknown. Customer is concerned with blood test result of 232mg/dl compared to doctor's meter of 213mg/dl. Customer did report symptoms of feeling faint, sweaty and dizzy. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the purse. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is 2/5/2019. The meter memory was reviewed for previous test result history. (B)(6).